Manufacturer narrative:
The customer complaint of unintended disconnections, spin offs between extension sets and other mating components could not be confirmed due to the product not returned for failure investigation. A video provided by the customer shows a spin male luer collar being fully inserted into the maxplus. However; the video is not clear enough to observed if the collar unwinds or disconnects itself from the maxplus. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of unintended disconnections and leaking into the patient's bed; the disconnection is between the maxplus and an IV tubing . These disconnections do not resolve when the maxplus is replaced but do resolve when the IV tubing is changed or, when the IV tubing is mated directly to the patient's central line, eliminating the maxplus. There has been no patient harm.